Event description:
Caller reported an occlusion alarm, but verification of the alarm number in pump history was unsuccessful due to a technical issue that led to call disconnection without any patient information provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.